Manufacturer narrative:
B3: event date unknown. No product was returned. The investigation determined the most probable cause was an inoperable downstream occlusion (dso) sensor; however, this could not be confirmed as no product was returned. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported that during use, the device exhibited an unspecified error message following changing the cartridge. The pump was changed and the error occurred again. It was later reported that the event was resolved. Per the reporter, there was no patient harm.